Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was observed while running a loaded set. Evaluation found this was caused by a failed downstream sensor. The failed downstream sensor was replaced.